Event description:
After using the harmonic ace shears the surgical technologist realized one of the jaws had broken off of the instrument. The broken piece of the jaw as well as the instrument were present in their entirety.